Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2021. During the procedure, fluoroscopy revealed that the lead had dislodged. It was also noted that the lead exhibited inconsistent p-wave sensing. The lead was removed and replaced. The patient was in recovery.